Event description:
Reported due to device breakage. The physician was attempting to use the four (4) french (fr.) Jography pigtail angiography catheter during an unknown procedure. Reportedly an unknown guidewire was introduced into the catheter and the "distal tip of the jography pigtail catheter disconnected at the heat bonded section." This occurred prior to the use of the jography 4 fr. Pigtail angiography catheter on a pt. Reportedly a st. Jude catheter was used to complete the procedure. It was reported that there was no pt injury as a result of the event.